Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc), but was returned to olympus service operation repair center (sorc). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report from olympus service operation repair center (sorc), there was the possibility that the reported phenomenon was attributed to the following because sorc could not duplicate the reported phenomenon. There might have been some problem on the device other than the subject device (endoscope, monitor cable, monitor, and so on). Based upon the information that sorc found the failure of the locking lever of the video connector socket, the temporary unstable electrical connection might have occurred due to the insufficient connection of the endoscope to the video connector socket by the user. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device but could not duplicate the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject was intermittent during the preparation for use. There was no patient injury associated with this report.